Event description:
It was reported that the patient alert triggered and the right ventricular (rv) lead high voltage coil exhibited high impedances. It was suspected that the high voltage coil pin had not been fully inserted into the device. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant products: 5076 implantable pacing lead - (B)(6) 2012. (B)(4).